Event description:
It was reported that when the package for the 4.00x28mm veriflex stent was opened, it was found that the device had 'come apart'. The device never entered the patient and no patient complications were reported. The patient's current condition is listed as fine. Additional information was requested but is not available.

Event description:
It was further reported that the target lesion was located in the right coronary artery (rca). The shaft break occurred on the proximal portion of the device and the procedure was successfully completed with another of the same device.

Manufacturer narrative:
Device evaluated by MFR.:the device was received in two sections as a result of a break that occurred in the midshaft. An examination of the break site found that the midshaft was stretched and bunched. The break was located 6mm proximal to the port. The break is consistent with excessive tensile force having been applied to the shaft. Further examinations of the device found that the stent was slightly compressed in its center. There was no evidence of device use. No inflation media was present inside the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)